Event description:
The pt had a deep brain stimulator (dbs) for the treatment of parkinson disease. The dbs was a rechargeable type and the pt was experiencing problems with recharging the dbs (required frequent recharging and took excessive amount of time to recharge). Md decided to place a non-rechargeable device.